Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Doctor alleges pump did not deliver insulin correctly. Customer was admitted to the hospital with hyperglycemia; treatment received was not provided. Requested return of the alleged device for evaluation and replacement was sent.